Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the event date is not available. The stimulator had been dead for many years. The patient is not suing it. She requested for it to be removed. The doctor removed the stimulator. The device was not MRI compatible and she was needing an MRI done. The stimulator was removed on (B)(4) 2018.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient couldn't receive MRI, battery was large and on ribcage. Patient could not lay on side without pain. The device was at end of life (eol). Explanted devices were returned and were not replaced. Patient recovered without sequela. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.